Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka) h3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer added insulin to a filled cartridge after loading onto the pump. Tandem technical support educated the customer that this is off label. There was no reported adverse impact to the customer¿s blood glucose level.